Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation on her back caused by the lifevest. The patient reported a history of sensitive skin and a possible metal allergy. The patient described the irritation as red and itchy, but not open. There was no alleged device malfunction. The patient's physician recommended a&d ointment. The patient reported that the skin felt better.